Manufacturer narrative:
Correction: h6 and h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported; however, it was reported the minicap transfer set was changed. It was not reported if the patient was hospitalized or treated for the event. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.